Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle and distal sections. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery ophthalmic artery segment with a max diameter of 22mm and a 10mm neck diameter. The landing zone was 2.3mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was moderate. It was reported that the stent could not be opened. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The angiographic result post procedure showed aneurysm retention. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the device was replaced and completed the operation. The cause of the pipeline failure to open was not determined.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the braid was returned inside the inner pouch, biohazard bag, and shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the braid's distal, middle, and proximal were found to be opened and no damage. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the braid's distal, middle, and proximal were found to be opened and no damage. Possible causes include vessel tortuosity, damaged braid, or deployment of the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in a vessel bend, which rules out these factors as potential causes. The root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.